Manufacturer narrative:
The na electrode lot number is esr with an expiration date of 09-aug-2026. The cl electrode lot number is eth with an expiration date of 01-jun-2026. The calibration was acceptable. The alarm trace showed "sample probe: abnormal aspiration errors". The field service representative replaced the sample probe and cleaned the vacuum and sipper nozzles. He found a partially occluded sipper flow path. He cleaned and flushed the sipper flow path, replaced the sipper nozzle and tubing, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 3 patient samples on a cobas pro ise analytical unit. The affected electrodes are the sodium electrode and the ise indirect cl for gen.2 electrode. Patient 1: the initial na result was 158 mmol/l, and the repeated result was 137 mmol/l. The initial cl result was 120 mmol/l, and the repeated result was 102 mmol/l. The sample was repeated because the physician questioned the results. Patient 2: on (B)(6) 2025, the initial na result was 149 mmol/l, and the repeated result (obtained on another module) was 139 mmol/l. A delta check prompted a repeat of the sample. Patient 3: on (B)(6) 2025, the initial na result was 148 mmol/l, and the repeated result (obtained on another module) was 140 mmol/l. The initial cl result was 110 mmol/l, and the repeated result (obtained on another module) was 99 mmol/l. A delta check prompted a repeat of the sample. The repeated results were believed to be correct.